Event description:
An intra-aortic balloon pump would not operate during transport. The pt was transferred to another intra-aortic balloon pump and transport of the pt occurred without further incident. There were no pt complications involved.